Event description:
An ophthalmologist reported 2 pts that had an incision enlarged to remove a model 912 lens after implantation but during the same surgery. This report is for the first pt. After insertion the surgeon noted that the haptic was torn loose at the juncture with the optic. This was not noted prior to insertion so probably it occurred during insertion. The original incision was enlarged in order to remove the lens but the pt did not incur any serious injury. Add'l info provided on 2/9/98 indicated the surgery occurred on 1/21/98 and the right eye was operated on. The surgeon held the lens across the ctr of the optic with tying forceps and then sued a faulkner forceps to fold the lens. He pulled out the tying forceps and he then noted a separation at the haptic/optic junction. He was not aware of applying more pressure with handling of the lens. Evaluation of the lens by pharmacia & upjohn quality control is being performed but was not completed at the time of this report.